Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information, h2: additional information, h6: type of investigation - additional, h6: investigation findings - additional, h6: investigation conclusion - additional.

Event description:
A review of performance data shows that the patient's always sound feature was off at the time of the incident. The low alert is set to 75 mg/dl. On the morning of (B)(6) 2023 at 8:46 am the patient received his first low alert at 60 percent volume. Between 8:51 ¿ 9:06 am the patient received an urgent low soon alerts at 60 percent volume. At 9:11 am the patient began receiving urgent low alerts at 60 percent volume then increasing to 100 percent by 9:21 am. At 9:22 am the patient then acknowledged the urgent low alert. Between 9:26 ¿ 9:41 am the patients estimated glucose values (egv) were still low but gradually increasing until clearing the urgent low alert 9:51 am with egv of 92 mg/dl. Between 9:46 am and 11:01 am the patient was in between their thresholds with egvs in 80 ¿ 127 mg/dl area. At 11:01 the patient received an urgent low soon at 74 percent volume. Followed up at 11:06 and 11:11 am with an urgent low alerts at 74 percent volume. The patient acknowledged the urgent low alert at 11:11. Between 11:11 ¿ 11:46 the patient remained in low egvs between 39 ¿ 51 mg/dl and received another user low alert at 11:46 am. The user low alert was acknowledged at 11:48 am. At 12:11 pm the patient received another urgent low alert at volume 74 percent, which was immediately acknowledged at 12:11pm. Between 12:11 ¿ 12:31 pm the patient remained below his low threshold, until being in signal loss of less than an hour from 12:36 ¿ 1:06 pm. After the signal loss the patient was immediately in temporary sensor failure for 20 minutes. Clearing at 1:36 pm with an egv of 119 mg/dl. At 1:51 and 1:56 pm the patient received user low alerts at 74 percent volume until acknowledging at 1:57 pm. At 2:26 the patient went above the low threshold and remained above it until the next day. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the cgm reading was low (no specific cgm reading reported), and when the patient did a fingerstick, the blood glucose reading was 42 mg/dl. At this point the patient experienced a seizure and was treated by her boyfriend and sister who gave her honey, peanut butter, and yogurt. The patient was then brought to the hospital by them and at the hospital the doctors informed her that she had hypoglycemic unawareness, and that because of this she was most likely too late to treat herself for the hypoglycemia. Regarding the treatment, the patient only remembered being given trileptal for the seizure and did not mention any other medication for the hypoglycemia. The day of the report, which was the day after the event, the patient had recovered and was ready to leave the hospital. The patient stated that she did not get an alert for the low cgm reading. It is unknown what the cgm reading was, but the patient stated that it did go past the threshold. During reporting the event the patient realized that the ¿always sound¿ feature was turned off. No product was provided for evaluation. The allegation and a probable cause could not be determined. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.